Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2010, and suture was used. During closure of the second layer of the uterus, the tip of the needle, about 1.5mm, was missing when it was returned to the scrub nurse. The surgeon searched in and around the wound, but the fragment could not be retrieved. No x-ray was performed as the fragment was considered to be too small. The surgeon irrigated and suctioned the abdominal cavity. The needle fragment was not found.

Manufacturer narrative:
(B)(4). (B)(4). Conclusions: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.